Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650 / catalog #: 1650 / expiration date: 2019-05-31. (B)(4). Device available for evaluation?: no. Mfg date: 2018-05-03. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650 / catalog #: 1650 / expiration date: 2019-05-31. (B)(4). Device available for evaluation?: no. Mfg date: 2018-05-03. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ controller ac adapter: controller ac adapter / unk / model #: unk / catalog #: unk. Device available for evaluation?: no. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was connected to one battery and the controller ac adapter, they heard a no power alarm. The patient proceeded to disconnect both power sources and reconnect them immediately. Afterwards, the controller powered back up. The charge on the battery was less than twenty-five percent. The devices have been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller, two batteries, and one controller ac adapter were not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2018, at 00:51:51. The data point prior to the loss of power revealed that (B)(6) was connected to power port one with 92% relative state of charge (rsoc) and (B)(6) was connected to power port two with 24% rsoc. No anomalies were observed leading up to the loss of power. The data point recorded after the loss of power revealed that (B)(6) was connected to power port and no power source was connected to power port two. The controller was without power for 13 seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disc connection on one or both power sources. An internal investigation has been opened to evaluate the controller losing power and implement corrective actions as required. Additional products: battery, (B)(6). D10: no h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, (B)(6). D10: no h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 controller ac adapter, unknown d10: no h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.